Event description:
The ambicor device was implanted, date not indicated. On 8/5/97 the entire device was removed from the pt and replaced due to pt dissatisfaction-"some bend in prosthesis." Ams has requested add'l info.